Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/13/2014 with the following findings:the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box revealed no related alarms or evidence of shortened battery life. The battery compartment was found to be intact. The battery cap was able to be properly secured to the pump. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric current draws were found to be within specification. There was no evidence of damage or defect to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.